Event description:
It was reported that the patient underwent a knee revision approximately three (3) years post-implantation due to implant loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# unk persona femur 8; lot# unknown; item# unk persona vivacit-e xpe mc poly 10mm; lot# unknown; item# unk persona vivacit-e hxpe patella 32x8.5; lot# unknown; item# unk palacos r+g cement; lot# unknown; item# unk palacos r+g cement; lot# unknown. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).